Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
L5 s1 anterior lumbar interbody fusion. During screw tightening, the tip of the driver snapped off. An alternative driver was used to complete the procedure. No delay in surgery time, and no adverse outcomes for the patient. Rep was present. Discarded. No return to manufacturer unless local engineering assessment indicates return is required.